Event description:
Reportedly, during patient use, a "pint failure" and "motor slow" failure occurred. The ventilator stopped. The patient was manually ventilated before being transferred to another ventilator. There were no adverse patient effects reported.

Manufacturer narrative:
(B)(4).